Event description:
Pt admitted for cardiac rhythm monitoring. Physician unable to retrieve archive data from spacelab healthcare intesys clinical suite - ics- "full disclosure" monitoring info system. Info systems - is- was able to restore data, but unable to correct malfunction. Is determined the "full disclosure" component of the monitoring system is on a running clock. Once the data is retrieved, it must be reviewed immediately, or the data will be lost over time. The data at the beginning of the monitoring period was lost.